Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the event was unknown, however, reported as due to "improper diet". It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. Patient outcome was not reported. Pd therapy was ongoing during treatment. No additional information could be provided as the reporter declined follow up.